Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation and additional information obtained when the medical surveillance specialist (mss) requested the csr listen again to the call recording. The mss requested the csr follow up with the patient with additional questions, but the patient could not be reached. The patient stated that the inaccuracy issue began on (B)(6) 2016 at 3:05pm when she allegedly obtained blood glucose results of 103 and 158mg/dl using the subject device which she felt were elevated compared to her feelings and/or usual results. The patient manages her diabetes using an insulin pump and did not specify making any changes to her usual diabetes management routine in response to the reported issue. The patient claimed that she experienced symptoms of shaky and sweaty before the alleged meter issue began, and reportedly self-treated by consuming additional food and/or drink on (B)(6) at 3:10pm. The patient confirmed that her blood glucose was not measured using any other device. At the time of troubleshooting, the csr confirmed that the meter was set to the correct unit of measure and the test strips (lot # 3956502) were stored correctly and within expiry. The csr walked the patient through a control solution test and the result fell within the expected range. Replacement products were sent to the patient. Although the patient stated that they experienced symptoms suggestive of serious injury before the alleged product issue began, this complaint is being reported for the following reason: it cannot be said with absolute certainty that the alleged ¿inaccurate¿ subject meter results did not affect treatment options prior to the onset of these symptoms.

Manufacturer narrative:
Follow-up # 1: the lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. The test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.